Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that customer experienced an occlusion after wearing set only a couple of hours. Customer reported that issue was resolved with a complete set change. Customer was advised that insulin pump was working as designed. Customer requested that insulin pump be replaced.